Event description:
A 28 mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that approximately 50 months post stent graft implant the patient had the stent graft removed. It was reported that the stent graft had migrated. Medtronic received the explanted stent graft and its evaluation has been completed.

Manufacturer narrative:
Evaluation summmary - this device was explanted during surgical conversion due to disease progression, leading to poor proximal fixation, distal graft migration, with a new proximal type I endoleak. Serial CT curveillance at 3 yr follow-up showed the graft to be in good position with no endoleaks. Several months prior to the stent graft explant, CT showed that the procimal portion of the graft was not in apposition with the aortic neck at the level of the renal arteries, and was reportedly surrounded by thrombus. The patient's recent hospital admission for intesnse abdominal pain, a subsequent detection of a new proximal type 1 leak, with a proximal neck reportedly too large to consider any secondary tretment, prompted the decision to proceed with the open repair; the patient was successfully converted. The amount of graft migration, final neck diameter & length, and aneurysm diameter at explant were not provided.